Event description:
It was reported that a user requested guidance to return to the beginning of the supply change process for an infusion set and cartridge change, and the agent provided education on correct steps before the user disconnected to complete the process. Symptoms included no reported clinical effects. Outcomes included no impact on health and no alarms. Investigation included troubleshooting and user education regarding correct supply change steps. Investigation of this case revealed user handling error related to incorrect supply change steps with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.